Event description:
Caller reported inform system blood glucose results, all mg/dl: 4:20 am result 232 capillary 4:22 am result 92 capillary 4:25 am result 65 capillary 4:33 am result 150 capillary no adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.